Event description:
Following successful deployment of a 3.0mm x 24mm medtronic s670 stent into the proximal circumflex artery, a 3.0mm diameter x 9mm length medtronic ave s670 over-the-wire stent delivery system was inserted to the ostium of the circumflex. It was not possible for the stent delivery system to cross the acutely angled ostial target lesion, therefore it was removed. The target lesion was then pre-dilated using another manufacturer's 3.0mm x 20mm ptca balloon. The stent delivery system was then re-inserted, however, the stent was unable to cross the ostium due to inadequate guide catheter support. Upon pulling the stent back to the guide catheter, the stent dislodged from the stent delivery balloon and the guide catheter dislodged into the aorta pulling the guidewire out of the coronary artery. The stent dislodged in the ostium and then migrated to the distal obtuse marginal artery. Subsequently, attempts were made to pass a wire to the undeployed stent, but the pt became hemodynamically unstable and developed chest pain. The physician associated the chest pain to be from the circumflex ostial lesion and some haziness in the left main. A intra-aortic balloon pump was inserted and the pt was sent for emergency coronary bypass surgery. The pt was reported to have a good outcome post surgery. There was no add'l clinical sequelae reported relative to the event and no further info is available from the user facility.